Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. Circulation motor had dried out bearings. Replaced circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had circulation errors. The device was sent down to biomed. During functional check it was determined that there were no issues with the device but it was due for 2000-hour service. System hours: 4779. Pump hours: 4626. They requested quote for 2000-hour service. Per sample evaluation results on 15jul2024, it was reported that the arctic sun device tank seals lifted and circulation motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. Circulation motor had dried out bearings. Replaced circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had circulation errors. The device was sent down to biomed. During functional check it was determined that there were no issues with the device but it was due for 2000-hour service. System hours: 4779 pump hours: 4626. They requested quote for 2000-hour service. Per sample evaluation results on 15jul2024, it was reported that the arctic sun device tank seals lifted and circulation motor had dried out bearings.